Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the event. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the up/down knob could not be locked securely due to wear of the forceps elevator lever, the air/water cylinder had no color, the suction cylinder had no color, the switch box had a scratch, switch 1 had a cut, the plug unit had discoloration due to water leakage, the micro connector unit in the scope connector was dirty due to water leakage, cable unit had discoloration due to water leakage, the light guide lens had a scratch, and the connecting tube had a cut. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was observed that during the device evaluation, the jet tube of the colonovideoscope had remains of white foreign material inside. There were no reports of patient involvement.